Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient device was not working and it was removed.  No further complications were reported/anticipated at this time.